Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was acceptable and there were no alarms. Quality control recovery in the period from (B)(6) 2022 until (B)(6) 2022 was within specifications. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer replaced the pinch tubing and decontaminated the instrument. No further issues were reported after the service visit. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys t-uptake assay on a cobas e 601 module. The sample initially resulted in a t-uptake value of less than 0.2 % accompanied by a data flag. The patient sample was repeated, resulting in a value of 31.37 %. This result is deemed to be correct. The initial erroneous result was not reported outside of the laboratory. The t-uptake reagent lot number was 552594, with an expiration date of 31-oct-2022.